Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated, keypad's elements detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated, keypad's elements detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to the reported defect, which contributed to the reportable situation. Based on information collected it was possible to establitsh that the affected device was not being used for the patient treatment upon the event occurrence. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of affected devices by the investigated issue to the install base, complaint ratio is very low. As stated by subject matter expert at the manufacturing site, maquet sas did not receive enough information to conduct the technical investigation. It is therefore not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of #manufacture date field deem required. This is based on the internal evaluation. #h4 previous manufacture date: 22-06-2020. Corrected manufacture date: 23-06-2020.

Event description:
Manufacturer's reference number ot (B)(4).